Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure as the device was no longer functional. During surgery, a crack was confirmed in the tubing near the adaptor junction that connects the pump and the right cylinder. This resulted in a fluid leak. Therefore, the entire ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp pump underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. Wear from fatigue was confirmed in the tubing, and a hole with a resultant fluid leak was found in the section of tubing connected to the cylinder. In addition, the pump did not pass activation testing. Product analysis confirmed the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted as the device was no longer functional. During surgery, a crack was confirmed in the tubing that connects the pump and the right cylinder, near the pump adaptor junction, which caused a fluid leak. Therefore, the entire ipp was removed and replaced. No patient complications were reported.